Event description:
It was reported that the patient's ipg became inoperable and stopped providing stimulation. It is unknown if the ipg depleted prematurely or normally. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that thep atient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.